Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Fei liang, yupeng zhang, feng guo, yuxiang zhang, peng yan, shikai liang, yuhua jiang, peng jiang, chuhan jiang. (2018). Pipeline em bolization device for posterior circulation aneurysms: single-center experiences with comparison with anterior circulation aneurysms, 112. Doi: 10.1016/j.wneu.2018.01.129; medtronic literature review found a report of patient complications after pipeline implantation. The purpose of the article was to evaluate the performance of the pipeline embolization device (ped) for posterior circulation aneurysms. The authors retrospectively reviewed the results of 35 patients with 38 posterior circulation aneurysms who underwent treatment with the ped and compared them to 163 anterior circulation aneurysms. The article describes the following anterior circulation aneurysm events: - 5 patients experienced a delayed complication of mortality.